Event description:
(B)(4). Initial report received on 19-dec-07 and follow-up received on 21-dec-07: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). (B)(4). This report involves a female patient, approximately (B)(6), who was administered sculptra (poly-l-lactic acid) 1.5 ml to each side of the mandible on (B)(6) 2006. Medical history and concomitant medications were not indicated. A physician reported that a patient was administered sculptra three separate times. About two months ago, she has been noticing nodules of about 0.5 cm in the mandibular area with mild pain during palpation. The sculptra was reconstituted using 4 ml of distilled water and 2 ml of lidocaine 2%. No information was provided regarding the patient's outcome or treatment provided. The physician was contacted on 21-dec-07 and stated that the nodules persisted and no corrective treatment was administered. The physician's causality assessment was indicated as related to treatment with sculptra.

Manufacturer narrative:
Addendum for follow-up received on 03-jan-08: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history report) and of the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.